Manufacturer narrative:
The neurovascular stryker surpass evolve device is not currently not approved or commercially sold in the USA. The event for the surpass evolve device was filed to FDA as a similar product to stryker device surpass streamline device that is commercially available in the us (PMA#: p170024). See section 4.11.3 guidance for industry and food and drug administration staff, november 8, 2016. H4 manufacturing date: added. D4 expiration date: added. At stryker model farm road, the edhr (electronic device history record) for each lot is created and maintained in mes (manufacturing execution system). Automated controls within the mes system ensure that all product is manufactured in accordance to the dmr (device master record).the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the device remains implanted and not returned for analysis; a visual inspection as well as a functional evaluation could not be performed. However, the reported events of dizziness, visual disturbances, and mild headache post procedure are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event. H3 other text : remained implanted.

Event description:
It was reported that post-procedure with a flow diverter stent (subject device), about a week prior to ceasing the platelet inhibitor medication effient, the patient experienced quite a lot of dizziness. When the platelet inhibitor treatment was finished, the patient experienced 3 auras episodes in total lasting 25 minutes each. Following each aura, there was a mild headache and the feeling of being a little off. According to the physician, the adverse events were not serious and it is unknown what the contributing factors were. No additional information is available at this time.

Manufacturer narrative:
The neurovascular stryker surpass evolve device is not currently not approved or commercially sold in the USA. The event for the surpass evolve device was filed to FDA as a similar product to stryker device surpass streamline device that is commercially available in the us (PMA # p170024). See section 4.11.3 guidance for industry and food and drug administration staff, november 8, 2016. Remained implanted.

Event description:
It was reported that post-procedure with a flow diverter stent (subject device), about a week prior to ceasing the platelet inhibitor medication effient, the patient experienced quite a lot of dizziness. When the platelet inhibitor treatment was finished, the patient experienced 3 auras episodes in total lasting 25 minutes each. Following each aura, there was a mild headache and the feeling of being a little off. According to the physician, the adverse events were not serious and it is unknown what the contributing factors were. No additional information is available at this time.